Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer states their blood glucose levels had been in the 400mg/dl. The customer treated the highs with bolus. Troubleshoot was conducted. The customer was advised the alarm was caused by infusion and reservoir connection. The customer was advised to replace infusion set and reservoir. The customer was advised to monitor the device.